Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare provider (hcp) reported the consumer was implanted on (B)(6) 2016 and had been feeling stimulation in their areas of pain while they had been lying down, but when they sat up to have dinner, and went back to lay down, they were no longer feeling stimulation and experienced a loss of therapy. The hcp read the implantable neurostimulator (ins) with the patient programmer (pp) and noted stimulation was on at 4.1 volts on group a (the consumer only had one group). The amplitude was increased to 5.1, but the consumer still wasn't feeling anything, so stimulation was turned back down to 4.1 volts. The manufacturer's representative (rep) called the following day and reported an impedance check was performed intra-operatively which showed most impedances were around 800 ohms, except for contact seven which was around 1,200 ohms. Stimulation was turned on three hours post-operatively and it was perfect using a guarded cathode; an impedance check was not performed. The rep. Saw the consumer at 9 p.m. The night of implant and contacts 2, 8, and 11, were open with 13 being elevated at 3,000 ohms. A group impedance test was performed at seven volts since the consumer wasn't feeling anything, but then moved and was overstimulated. The rep. Reprogrammed around these contacts, but the consumer wasn't able to feel anything unless they moved. On (B)(6) the rep. Met with the consumer and performed an impedance test in the sitting position with contacts 0-7 ¿looking great,¿ but 8, 13, and 14 were open. Impedances were then tested in the lying position with 2, 13, and 14 being open. It was noted contact three was only elevated the night prior and was now completely open. The consumer had an x-ray in both the sitting and laying positions which indicating the lead had migrated. As a result on (B)(6) the healthcare provider (hcp) revised the lead. All electrodes were measured in range and the consumer reported the appropriate paresthesia.

Event description:
Additional information received from the manufacturer's representative (rep) reported that during implant of the lead and anchoring there was strain relief. Prior to the lead revision for lead migration they performed an impedance test with electrodes 2, 8, and 11 all being open with results of greater than 40,000 ohms. The rep. Had stimulation turned up to a point where the consumer should have felt stimulation but they didn't even though they had felt stimulation in the operating room, but lost it after that. The rep. Reprogrammed the lead which resulted in the consumer feeling stimulation, but then in another position they felt painful stimulation in the abdomen and down the legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.